Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump keypad and buttons were ramping. Customer stated that the numbers were ramping on their own. Customer stated that the scroll bar was not moving with no input. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer = black customer returned insulin pump for an unresponsive keypad and the numbers are ramping found on (B)(6) 2022. The insulin pump passed the displacement test, self test, and the keypad voltage test. Successfully downloaded the trace and history files using thus. All buttons are functioning properly and no ramping numbers noted during testing. The insulin pump was cut open to perform visual inspection. No evidence of physical or moisture damage to the keypad assembly, keypad button dome switches, electronic assembly, or motor. The j1 connector on electrical board was found to be locked properly during the visual inspection. A p-cap locks properly into the reservoir compartment. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, stained and fading serial number label, and pillowing keypad overlay. Unresponsive keypad and ramping numbers are not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.